Event description:
It has been reported to philips that the unit would not boot up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred when customer was performing a non-emergency treatment for the patient and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed low cpu battery error. During troubleshooting, the fse found an issue with the host pc caused due to low mainboard battery. The fse replaced the mainboard battery. After replacement of the mainboard battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.